Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported seeing an air bubble in the cartridge tubing. Customer was able to prime out the air bubble with the assistance of tandem technical support. There was no impact to the customer's blood glucose level.